Event description:
Additional information received indicated provocative testing was performed, however, noise could not be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but could not be confirmed, to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.